Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced an occasional leakages at the cannula, which cause the tube to become wet and sticky. The infusion set was replaced, and insulin delivery resumed successfully. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.